Event description:
It was reported that prior to implant, it was difficult to extend and retract the helix during functionality testing. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).